Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure at l4-5 to treat degenerative spondylolisthesis. It was reported that following insertion of a vertebral body replacement cage and a screw in the left side that the patient¿s blood pressure decreased. No excessive bleeding was reportedly seen in the operative field. The patient¿s condition did not improve in spite of treatment given about 20 minutes, thus the opening was sutured and the surgery was terminated. The surgical time was extended 31-60 minutes due to the event. The patient was subsequently transported to another hospital by ambulance. At that time, the patient went into cardio-respiratory arrest.